Event description:
During a coronary drug eluting stent prodcedure, the stent was damaged. The physician was trying to deliver the 3.0x16mm taxus express2 drug eluting stent to the lesion in the tortuous and calcified circumflex (cx) artery. When pulling the stent back it was noted that the struts had flared. The physician was able to used another taxus stent to finish the case. There were no pt complications and pt status is satisfactory.